Event description:
Heard an audible leak coming from the patient tracheostomy, ventilator shows low minute ventilation alarm notification. Volume of air was introduce to correct the leak. Few minutes later audible leak was noted again. Due to multiple introduction of air through trach pilot balloon and still not holding volume rt assessed that there's a leak in current resident trach. Emergency trach change was performed due to constant introduction of air in the pilot cuff. No adverse reaction noted to the patient. Patient re-assessed not distress noted vt sign stable. FDA safety report ID# (B)(4).